Event description:
Customer reports hrm eso catheter got "stuck" twice inside 2 different pts during extubation, in the "white to metal" transition area of the catheter in the nasal cavity. Both incidents occurred on the same day with the same catheter. The first pt (an older gentleman) did have a previous (broken nose" injury from his younger years. Extubation for this pt was difficult, but eventually came out with minor bleeding. The second pt was with a young female, she denied any previous nasal injuries, except the occasional sinus issues. However extubation was very hard and painful. Pt had to be sedated, doctor used a scope to verify catheter was not "bent" or "coiled" inside pt, once pt was sedated, catheter eventually came loose. The catheter was calibrated successfully and also passed the "water test". No evidence of the damage. Nevertheless it was replaced since it is still under warranty.